Event description:
It was reported that while in the operating room, this intra-aortic balloon pump experienced fill failure alarms. As a result, the console was exchanged. There were no further reported difficulties or patient complications.